Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of black fragments. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was returned to the manufacturer for evaluation. During the evaluation, an external and internal visual inspection of the device was completed by the manufacturer and found dust-like contamination at the air inlet of the blower box, top of the blower motor, and inside of the motor. The manufacturer also found black contamination, consistent with keratin, at the air outlet of the blower box, consistent with ER 2243857 v01. The manufacturer confirmed the complaint of a rattling noise and black fragments coming out. The manufacturer concludes contaminations were external to the device.